Event description:
It was reported that the customer experienced several sensor error alarms. It was also stated that the customer experienced low blood glucose levels while she was in the hospital. It was stated that the customer would be meeting with her trainer to discuss her sensor insertion technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.